Event description:
A malfunction was reported when a caller experienced an issue with the t: slim x2 pump battery not charging. There was no adverse impact on the customer's blood glucose level, as the pump shutdown did not cause an increase in levels. The customer was advised to use a non-tandem wall adapter, which resolved the charging issue. Tandem technical support informed the caller that a replacement tandem wall adapter would be sent via two-day shipping and provided instructions on managing the pump settings after shutdown or reset. The customer understood and agreed to monitor the situation and reach out if problems persisted.